Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Ra lead damage was alleged, but diagnostic imaging was performed, and no abnormalities were observed. Provocative testing was performed, and the lead noise was reproduced. No intervention has been performed. The patient was stable with no patient consequences and will continue to be monitored.